Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: screw broke. According to biocomposites: "investigation findings are: biocomposites have requested additional information about what type of graft was used for the acl procedure. Bone tendon bone graft was used. The type of graft has different requirements for tunnel and screw diameter. For btb femoral fixation, screw size is recommended to be 23mm in length and 1mm or 2mm less than tunnel diameter. Screw broke as the size was too large for the tapped diameter. Stryker have shipped the damaged screw to biocomposites ltd and can confirm the nature of the damage is caused by the above rationale. The suspected root causes are human error - screw size is recommended to be 23mm in length and 1mm or 2mm less than tunnel diameter. The corrective action IFU to be read prior to insertion. Surgery was completed successfully." Manufacture date is not known.

Event description:
It was reported that the screw broke and pieces remained in the joint.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the screw broke and pieces remained in the joint.